Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by connector on the controller board fell off. The field service engineer replaced the inner controller drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure, device not detected on bus. The customer reported able to get medication from another station and there was a delay in dispensing medications to patient. There were no adverse events or injuries reported based on this incident.